Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. It may be possible that the patient anatomy contributed to the reported slda resulting in recurrent mr; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with an mr grade of 3-4. One clip was implanted reducing mr to less than 1. Prior to discharging the patient, echocardiogram was performed; which showed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 1-2. No additional treatment is planned for the patient.